Manufacturer narrative:
Analysis was performed by onsite personnel which included efforts to reproduce the reported issue. The filed service engineer (fse) indicated the error reported by the customer was unable to be reproduced. The fse confirmed correct operation of the system. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was unable to be determined. The device remains in use at the customer's site. Based on the information available and results of additional analysis, no further action is necessary at this time.

Manufacturer narrative:
E1 reporting institution phone # (B)(6). E1 reporter phone #: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that cuff does not deflate. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.